Event description:
It was reported by the patient that they were driving today and a car pulled in front of them. The patient was able to regain control and did not hit the other car. The patient felt a shock up into their hands, fingers, and left elbow. Their fingers are still kind of numb and the patient feels discomfort at the implant site. The patient is questioning if they received a shock from the steering wheel or their device. The device remains in use. Follow up was attempted and the patient had not been seen at their clinic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).